Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The doctor was tightening the glenosphere onto the baseplate and the screw driver tip broke off below the sheer line. The tip got stuck in the hole and they were not able to remove the tip from the hole in the glenosphere where the set screw is.